Manufacturer narrative:
Vyaire medical complaint number (B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator displayed a "xdcr fault" (transducer fault) message on the screen. The inspiratory flow sensor was not calibrating properly in service mode. There was no patient involvement associated with this issue.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component confirmed the reported failure. The pt802 is defective and failed. This issue will be internally investigated within vyaire.